Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Information received shows : issue occured on first anchoring plate, adjustable stop was used and there was no conflict with adjacent hardware, implant holder was in the good axis and was used to complete the procedure. Starter awl was used to complete the surgery. Surgeon reported patient was fine and the same instrumentation set was used for further surgery without any other issue reported. No x-rays are available, short and final anchoring plate impactor did not reached mechanical stop. Review of traceability and review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause of the issue cannot be determined. The investigation found no evidence to indicate a device issue. Device not returned as discarded.

Event description:
Roi-a : anchor didn't deploy and broken cage. As reported during a roi-a surgery : during the passage of the superior anchoring plate, it was not finalized. We removed the implant holder and found that the anchoring plate was not engaged properly. The patient did not have dense bone so we did not use the scissors. So we did a revision because we could not lock the other anchoring plate. During this revision the cage broke and we therefore set up another implant no harm to the patient. A delay more then 30 min.

Event description:
It was reported that during an roi-a procedure, a cage fractured during attempted removal. It was removed and replaced with an alternative cage. There was a delay longer than 30 minutes, but there were no reported patient impacts associated with the delay.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.